Manufacturer narrative:
The device remains functioning in the pt. Please note: two additional gore tag thoracic endoprosthesis were implanted (tg2810/lot # unk and tg3115 / lot # 03857361).

Event description:
In 2007, two gore tag thoracic endoprosthesis were implanted to repair a descending thoracic aortic aneurysm. The pt presented with a proximal type I endoleak. Three days later, another gore tag thoracic endoprosthesis was implanted and the proximal type I endoleak was successfully repaired. The pt tolerated the procedure.